Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the sensor wire was missing from the sensor applicator. No additional event or patient information is available.